Event description:
Boston scientific received information that this right atrial (ra) lead was fractured as it exhibited high pacing impedances of 2000 ohms, as well as, noise with oversensing that resulted in multiple inappropriate atrial tachy response (atr) detections. It was noted that the patient does not require pacing in the atrium and boston scientific technical services (ts) reviewed potential programming options. At this time, no surgical intervention has been performed and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was reprogrammed to vvi mode due to the atrial lead issue. No adverse patient effects were reported.

Manufacturer narrative:
--